Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered. Customer gave a correction bolus via the pump to address bg. Tandem technical support determined that the pump functioned as intended and the cause of the high bg was unknown, customer acknowledged and understood.